Manufacturer narrative:
Product ID: 37761, serial# (B)(4), product type: recharger. Coding has been updated to reflect imdrf harmonization. Analysis of the 37761, sn# (B)(4) found evidence of broken connector pins. (B)(4) apply to the recharger. (B)(4) apply to the implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, the manufacturer representative was contacted via telephone and reported that the overdischarge was due to the patient not recharging the implant for several months. The manufacturer representative stated they had been unable to establish contact with the patient and had no other information. No additional patient symptoms, or additional device complications were reported for this event.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). Analysis of the recharger sn# (B)(4) found evidence of broken connector pins. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implantable neurostimulator ( ins) for spinal pain. It was reported that when the desktop charger (dtc) was plugged into a household ac receptacle it was not charging the ins recharger (insr). Additionally the implantable neurostimulator (ins) was reported to be overdischarged. A replacement dtc was sent. No patient symptoms, and no additional device complications were reported for this event.